Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported migration (partial clip movement) associated with clip rotating slightly cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One mitraclip was implanted successfully. A second xt mtiraclip was implanted, but after deployment the clip rotated slightly causing residual mr grade 2-3. An additional clip was then implanted to stabilize, reducing mr to grade 1. There were no patient consequences. No additional information was provided.